Event description:
The home patient reported a 2240 during drain 2/4 of automated peritoneal dialysis with the homechoice machine. The patient neglected to push stop when the pt disconnected to use the restroom during the pt's dwell cycle. When the pt returned the machine had gone into the drain cycle and had alarmed. The patient incorrectly reconnected but the machine did not allow the treatment to continue. The patient discontinued treatment and finished with new supplies. There was no patient injury or medical intervention reported by the home patient.